Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead was revised. The sensing measurements had decreased while the pacing threshold measurements had increased. It was suspected that the lead had dislodged. The lead was explanted with traction and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.